Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully. The customer was unable to reload the original cartridge, so they received assistance in loading a new cartridge using the proper technique, successfully resuming insulin therapy and resolving the issue. Cts to replace pump. Customer will continue to use current pump.